Event description:
The customer called to report that the insulin pump delivered a bolus of 20 units on its own. The customer spoke with his hcp after the event, and felt that the insulin pump should be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump had a confirmed alarm history and corrupted history files. The insulin pump was down loaded. Unable to verify bolus anomaly due to corrupted history files. The insulin pump was programmed and monitored for two days, no unexpected bolus delivery noted. The insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. Several boluses were programmed and delivered. The insulin pump correctly calculated the additional bolus deliveries and was correctly reflected in the daily total screen. No delivery anomaly, daily total anomaly, basal anomaly or bolus anomaly noted during testing. The insulin pump passed the displacement test and self test. All operating currents are within specification. Off/no power alarm functions properly. Unable to perform the basic occlusion test, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump had missing segments, problem isolated to lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.